Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that this was an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2021. Suction feature of the electrode was out of order from the beginning. The complaint device was received and evaluated. No visual damages in the device, saline residues were observed in the suction tube, sings of activation can be observed in the tip. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode, was evaluated by the supplier with the following results: device was not returned in the original packaging, device appeared in a used condition, there was staining visible in the suction tube, which is most probably uv glue (highlighted by black light), no visible damage to the device shaft, handle, cable or plug. All the parameters of the electrical test passed. During functional test, the flow rate and the flow test-post activation were failed. The failure to reach the minimum flow specification was investigated by inspecting the suction path. It was observed when a thin gauge wire was inserted into the active suction tube, on removal there was evidence of uv glue on the wire surface. This shows that uv glue has entered the suction path and would cause a restriction in flow. The summary of the supplier is: the customer stated that the suction was out of order from the beginning of the procedure. Testing found that the minimum flow specification could not be reached with the device. The highest value achieved was 144.28ml/min, with bottom specification value being 170ml/min. Evidence of uv glue was found in the active suction tube and also the suction tube. From our investigation were able to reproduce the customer reported suction issue, the suction flow failed specification and was found to be blocked with uv glue. The suction failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA no. Cap-101588. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. Further investigation into this failure is being conducted under cap-101588 with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A manufacturing record evaluation was performed for the finished device lot number: u2004090, and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the suction functionality on the vapr coolpulse90 electrode device was out of order from the beginning of the procedure. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was the first use when the issue occurred.